Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during performing an opcab while loading the heartstring according to the IFU, the surgeon discovered that the suture of hst iii system (3.8mm) was severed in the middle. A new product was applied to the patient, and the surgery was completed without any adverse effects on the patient's condition. Base on the provided photos no malfunction is observed. There was a delay approximately 5min.